Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient sustained humeral shaft fracture and was treated with a open reduction and internal fixation (orif) and plate. Patient went onto an non-union, occurred for unknown reasons. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Lot number provided as 4737734, but does not match part. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.